Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 patient side occlusion failure. Biomed had done the pressure calibration and still fails. Replaced the pressure sensors and still failed. Had biomed lookup the pregain voltages for the upper and lower pressure sensors. (Upstream 2.4v and downstream 2.1v) recommend to replace the logic board or send in unit for repair due to the pregain voltage are too far apart for the logic board to correct the calibration. Biomed asked how would it be repaired. Let him know that the board would be reflashed (not software reflash). Biomed asked if he had the ability to do this or able to obtain this. Let him know this is a manufacturing tool only. He seemed to not be satisfied with that answer.